Manufacturer narrative:
D10: logic tibia ps mod insrt sz 2.5 13mm (cat# 02-012-35-2513 (B)(6), lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 (B)(6), three peg patella 32mm (cat# 200-02-32 (B)(6), tibial stem ext. Screw (cat# 204-70-00 (B)(6), fluted stem extension 25l x 14 mm (cat# 204-34-02 (B)(6). Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00534 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately seven years after a left total knee replacement, the patient experienced loosening and underwent a revision procedure. A revision operative report was provided. Post operative diagnosis was noted as polyethylene wear and a loose femoral component. Intraoperatively the surgeon observed osteolysis behind the femoral component. The tibial and patellar components were noted as well fixed. It was noted the patient was revised to a competitor's oxinium construct as the surgeon feared the patient had a nickel allergy. No medical or surgical interventions were reported. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of femoral loosening. Additional reasons for the reported revision may be prosthesis wear, instability and inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.